Manufacturer narrative:
There was cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. There was no button response due to corroded keypad traces. The prime anomaly and unexpected battery out limit alarms were unable to be confirmed due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they tried to change their reservoir, but the pump was stuck in rewind. The customer's blood glucose level at the time of incident was 46mg/dl. Troubleshoot was conducted, and the customer was not able to clear the battery out limit alert. The customer was advised the pump would have to be replaced and returned for analysis.